Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reverted to manual injections for insulin therapy.